Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they ran an impedance check, which returned electrode #3 out of range. The cause for the loss of therapy: patient was programming included electrode #3. Cause for high impedance: unknown. Rep was able to reprogram (not using electrode #3). Patient confirmed good stim coverage in his usual painful areas. No action or intervention was taken to resolve high impedance, as reprogramming provided adequate therapy. The issue was resolved.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient indicated that he was doing well with therapy but on (B)(6) 2021 thursday stopped feeling stimulation and stopped getting therapy. The caller provided the following values from the electrode impedance test at 1.5v:ref 0 all are 20000 ohms. Ref 2 3 3447 1 1090 ohms 4 1218 ohms 8-15 >20000 ohms. Ref 3 0 3659 ohms 1 3447 ohms 2 3447 ohms. The issue was not resolved through troubleshooting. The caller was going to try different programming options with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.